Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device is not marketed in the us. Results: no samples and 2 photos were returned from the customer facility to be evaluated of the incident. The photos show the defect as ¿printing issue¿. Upon evaluation of the customer returned photos, the customer¿s product issue was observed during visual evaluation. 4 photos were evaluated and found to have ¿printing issue¿, where print was missing from the tube. A CAPA #(B)(4) has been opened for banding issues and has been completed. Several items have been put into place including a new brake for the tulip, proper training on setup and a new banding wheel design. There were no related quality notifications. All process and final inspections comply with specification requirements. The dom of this lot was before the corrective actions were implemented with the CAPA. Bdpas are continuing to monitor complaints to ensure that the corrective actions implemented in the CAPA are effective. The manufacturing records have been reviewed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: bd was able to confirm the customer¿s indicated failure mode with the photos provided and that the issue is associated with an ongoing investigation (CAPA#(B)(4)). Based on the investigation, the most likely root cause has been identified for printing issues, and CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions. (B)(4).

Event description:
It was reported that the printing on a 2ml, 13mm x 75mm bd vacutainer® k2edta tube was not legible. This was observed before use and there was no report of injury or medical interventions.